Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced low blood glucose in the morning but the insulin pump was not suspended. The alarm history was verified and it showed a threshold suspend alarm on (B)(6) at 5:29am and on (B)(6) at 6:46am. The customer stated that his blood glucose value was 42 mg/dl and the sensor glucose was reading in the 40 mg/dl. Customer was advised that the threshold suspend will suspend the insulin pump for 2 hours and if there is no user input it will resume for at least 4 hours even if he is still low. Customer stated that may have been what happened.